Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. The lead sustained rib clavicular crush damage and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation abrasion breaching the outer insulation and exposing the outer coil. Abrasion are consistent with constant friction with another implantable device.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.